Manufacturer narrative:
H.6. Investigation: (B)(4) open 32g x 4mm pen needle sample was returned from lot. No. 9247426, cat. No 320562. Magnified examination was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that an unspecified number of pen ndls 32g 4mm hp experienced product damage -device still operable and leakage. The product defects were noted during use. The following information was provided by the initial reporter: needle cracked, insulin flows on the patient's hand twisting needle needle not pierced / broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndls 32g 4mm hp experienced product damage -device still operable and leakage. The product defects were noted during use. The following information was provided by the initial reporter: needle cracked, insulin flows on the patient's hand. Twisting needle. Needle not pierced / broken.